Event description:
It was reported that during a da vinci ovarian cystectomy procedure, the single-site cannula accessory broke. During insertion, the system did not move but a cracking noise was heard when the cannula was in the patient. The cannula came out whole and was bent at the base and cracked half way. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula broken and separated at the bowl. There may be material missing. Additionally, scrapes were observed on the tube at the remote center. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cannula could likely cause or contribute to an adverse event if the failure mode were to recur.